Event description:
A malfunction alarm occurred with code malf 9, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer continued to use the pump with instructions to contact technical support if any issues arise again.